Event description:
The customer, a syncardia authorized distributor, reported that the freedom driver exhibited a fault alarm while supporting a patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently changed to a backup driver.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The customer, a syncardia authorized distributor, reported that the freedom driver exhibited a fault alarm while supporting a patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently changed to a backup driver.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found two new alarms indicating primary motor disengaged less than five seconds and secondary motor voltage too high. Visual inspection of internal components found secondary motor out of primary alignment, confirming the alarm was due to secondary motor engagement. Visual inspection of external components found the filter cover covered in a sticky substance that technicians were unable to clean off. Freedom driver passed all areas of functional testing for acceptance at incoming inspection. An additional, 48-hour observation run was performed. Driver functioned as intended without alarm or interruption, however, a squeaking noise was observed. A functional test was also performed on secondary motor system. Secondary motor functioned without alarm, interruption, or noise. Complaint could not be replicated. Failure investigation for this complaint confirmed the reported issue. The customer complaint was not replicated during testing; root cause of the primary motor interruption and alarm was likely due to unintended secondary motor engagement, however, this is not indicative of a device malfunction. Failure investigation identified no test failures or damage that could have contributed to the complaint. The substance found on the filter cover was found on the exterior only and could not have been a cause of the reported complaint. Primary motor will be dispositioned due to squeaking noise but there was no evidence of a device malfunction. Unintended secondary motor engagement is a known issue that is currently under investigation, however, driver alarmed as intended, alerting patient and staff to change driver. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.